Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted in the reset, and ensured the issue did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared.